Manufacturer narrative:
Code 1494- indication for use. A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the procedure was to treat a pre-existing dissection in the right coronary artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU) states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.medical device problem codes 2645 and 4008 were removed.

Event description:
It was reported that before use/after unpacking a 2.8x19mm rx graftmaster, the shaft was found cut. The device was not used and there was no patient involvement. Another drug-eluting stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed MDR, the account confirmed that the procedure was to treat a pre-existing dissection in the right coronary artery. The rx graftmaster failed to cross due to anatomy and it was noted that the hypotube was separated 23.2cm distal to the strain relief. The shaft was not torn/cut and noted during preparation as initially reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use/after unpacking a 2.8x19mm rx graftmaster, the shaft was found cut. The device was not used and there was no patient involvement. Another drug-eluting stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.